Event description:
Boston scientific received info that this pt underwent a lead extraction just prior to the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system for which the physician used a two incision technique. The pt had a history of non-ischemic cardiomyopathy, renal issues, diabetes, hypertension, and on the day of the procedure had high potassium levels. At the end of the implant the pt went into flash pulmonary edema, and as the anesthesiologist was intubating the pt an inappropriate shock was delivered due to noise. Potential reasons that the noise may have occurred were reviewed. Defibrillation threshold (dft) test was not performed due to the pt's health condition. The s-ICD was re-optimized in the recovery room where a different sensing vector was elected and programmed. A chest x-ray was taken as well, but results were not available. Further eval was planned at the time of the pt's wound check. The pt was extubated the day post implant. No further adverse pt effects have been reported and the system remains in service.

Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.